Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced kidney issues and hemolysis. A farawave ablation catheter was selected for use during a farapulse procedure (lesions within 60-70 total). Procedure went normally. A few weeks later, the physician informed that the patient was admitted to kidney issues. A hemolysis was reported and an increase in creatinine levels of the patient, and they were monitored. An increase in fluids were needed. No dialysis was done. The patient stayed two nights at the hospital and they were discharged.